Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's rate knob was damaged. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis confirmed customer the comment, the rate knob was pushed into device, the upper case was broken and the knob was missing. It was additionally noted that the lower case was contaminated, the output connectors were broken, the main seal was contaminated, the display wire insulation was pinched however the wire insulation was not compromised. The wires were not rout correctly. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.